Event description:
It was reported that this pacemaker system exhibited exhibited a high out of range impedance measurement and noisy signals for its right atrial (ra) lead. This ra lead was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported.